Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed a message indicating the loudspeaker was defective and no audible sound coming from the speaker. The device was not in use on a patient.

Manufacturer narrative:
The customer received a replacement device. The device which was returned for evaluation was considered an older generation model which had obsolete hardware, firmware, parts, and revision. The device was scrapped.